Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two xtws were implanted on the tricuspid valve. One (31009r1069) was implanted on the anterior and septal leaflets and a second xtw was implanted in the posterior and septal leaflets. The tr was reduced from grade 5 to 2. The patient was discharged. On (B)(6) 2024, the first clip (31009r1069) was attached to the anterior and detached from the septal leaflet. A single leaflet device attachment (slda)was identified. On (B)(6) 2024, during a second clip intervention, the transesophageal echocardiogram (tee) displayed an slda of the second clip. The clip was attached to the posterior and detached from the septal leaflet. The tr was recurrent at grade 3-4. The echocardiogram displayed that an additional clip was not possible to be implanted, therefore the procedure was aborted. Medical management will be prescribed by the patient¿s cardiologist.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.